Event description:
In 2008, it was reported to boston scientific corp, that a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) occurred on a male pt (age and weight unk). According to the complainant, the rectal temperature monitor (rtm) was placed correctly, however, during the procedure, the pt complained of extreme rectal pain. The pain was not thermal but described as "discomfort". The procedure was aborted and once the rtm was removed, the pt had "instant relief". The pt sent home with a foley catheter (unk MFR). According to the complainant, the pt did not suffer any burns. Reportedly, the foley catheter was removed during the f/u visit (date unk) and the pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.